Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer's reservoir was falling out of the pump while the customer was asleep. The health care professional that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis, with unknown blood glucose levels at the time of the incident. The customer's blood glucose level could not be read by the meter. The customer had a ph value of 6.9. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's parents could not be reached. The insulin pump will not be returned for analysis.